Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a surgery. During the surgery, step drill bit cann/large tip was broken off. It is unknown if there are procedure and patient involvement. This complaint involves one (1) device. This report is for (1) 6.0/10.0 step drill bit cann/lrg qc/435. This report is 1 of 1 for (B)(4).